Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient receiving 2,000 mcg/ml lioresal baclofen at an unknown dose via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that the patient had a rife post-op infection. The patient developed a post-op wound infection (pseudomonas) and required a full system explant. The environmental/external/patient factors that may have led or contributed to the issue were "comorbidly - severe cp, malnutrition". The patient had a full system explant on (B)(6) 2018. The issue was resolved at the time of this report and the patient's status was "alive - no injury". The pump was discarded and would not be replaced in the future. No need to return the product as the cause of the explant was not product related. The patient's medical history included severe spastic cp, malnutrition, and skin issues.